Event description:
It was reported that the membrane of an infusor device was observed to be "broken" before use. There was no patient involvement in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: foreign phone number - (B)(6). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample has been received and the evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.